Manufacturer narrative:
(B)(4).

Event description:
On 26mar2019, a patient (pt) reported a diagnosis of corneal ulcer in an unspecified eye while wearing acuvue® oasys® brand contact lenses (cl) over 8 years ago. The pt was unable to provide the treating eye care provider (ecp) information and was unwilling to provide any further medical information regarding the event. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified. It is unknown which eye was affected. The suspect cl is not available for return. No product or lot information was available. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed.